Event description:
(B)(6), customer reports via phone, female (unknown age) having a CT abdomen and pelvis. IV access in left arm with 22ga angiocath. Injector loaded with optiray 300 prefilled syringe. Injection protocol of 2 ml/sec for 100 ml. During injection, approximately 40 ml of contrast infiltrated into the left arm. Patient did not express any pain. Patient treated with warm compress for approximately one hour. After one hour, patient doing fine and discharged with instructions to call if any pain or redness were to reoccur. Patient has not returned a call to the facility.

Manufacturer narrative:
An injector investigation was not done as product monitoring, contacted customer and asked if they wished to have the injector evaluated due to this event. Customer stated no, as they did not feel the injector caused the infiltration. Infiltrations are a known adverse effect of intravenous injections and are generally not considered to be injector dependent. A review of cts shows no similar issues with this unit reported.